Event description:
It was reported that during the lead revision procedure, the physician was unable to get the stylet completely into the lead. They were able to get the stylet into the lead halfway. They changed out to other stylets 3-4 times but did not resolve the issue. They were encountering a lot of resistance the entire length of the lead when trying to insert any of the stylets. The lead was out of the box failure. A new lead resolved the issue. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was seen in the clinic for a postoperative follow up visit on (B)(6) 2015. The patient was doing well and had good coverage at the time.

Manufacturer narrative:
Concomitant products: product ID: 977a260 serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: neu_stylet_acc, lot# serial# unknown, product type: accessory. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type lead. (B)(4).

Manufacturer narrative:
Analysis of the lead (s/n (B)(4)) found the lead body stylet coil had foreign material blocking the stylet insertion. The stylet could not be fully inserted into the lead because there was foreign material 1.7 cm from the proximal end (the foreign material was a protein).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.